Manufacturer narrative:
The device evaluation found the front panel did not turn on. Based on the results of the investigation, it is likely that a faulty front panel led to the malfunction; however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the xenon light source front panel was not working. There were no reports of patient involvement.